Event description:
It was reported patient was seen in clinic at the hospital on (B)(6) 2010 with report of severe heart failure with limited function associated with non-ischemic cardiomyopathy. Carelink transmission revealed that on (B)(6) 2010, patient was in ventricular fibrillation rhythm and device shocked twice, but did not terminate the patient's rhythm. Lead impedance trends had drifted out of range since (B)(6) 2010. Manufacturer's representative stated that the device performed as programmed, but the post-shock rate was below the re-detection criteria. Follow-up with physician's office revealed that they also did not think there were any device issues related to the patient's death, but were concerned that it took five days to receive the carelink transmission. It was further reported by them that the care alert was programmed off - "the other clinic (at the hospital) did that."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information was received reporting the patient had expired, and was found at home approximately five to six days post mortem. Cause of death reported to be sudden death; no autopsy was performed.